Manufacturer narrative:
The hazard of exposing or penetrating the dura in association with bone anchored hearing surgery is a known complication. The risk of dura penetration and csf leak is addressed in the risk management file for the ponto bone anchored hearing implant system and described in the ponto surgical manual under peri-operative complications. It is a serious but rare complication. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Dura penetration during implant drilling. Patient had recovered without complications at the time information had come to our awareness.